Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. What was the approximate size of the vessel? Name of vessel? Pulmonary vein to left upper lobe. Was the entire width of the compressed vessel proximal to the cut line? Unknown. Was there any extraneous tissue in the jaws distal to cut line? Unknown. Was the tip of the device visible during firing? Unknown. Were there any staples visible in the surgical field? Yes. If so, what was their form? Unknown. How was the device cleaned in between firings? Unknown. Were there any issues in first two firings of device? No. Were there clips used in surgical procedure? Yes. Are photos or video available? No. What is the current patient status? Stable/good.

Event description:
It was reported that during a lobectomy procedure, the device cut but did not staple on the third firing. Suture was used to control the subsequent bleeding. The patient lost 1800 cc of blood and required a transfusion of 2 units. It was unknown if there was any change to the patient's post-operative care or what their current status is. Procedure was completed with suture. The device was discarded.